Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had developed an infection at the generator site shortly after generator replacement. The manufacturer's device history records were reviewed and sterilization of the generator was verified. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.